Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. It was known that this patient experienced some inappropriate shocks a few weeks ago but there was no report of therapy exhaustion. The health care professional (hcp) observed loss of capture (loc) and decided to turned off the defibrillator and programmed lower rate limit (lrl) to 40 so it will not pace until the scheduled lead revision. There was also oversensing and high, out-of-range (oor) pacing impedance of >2000 ohms observed with this lead. Additional information received and confirmed that there was noise due to the fractured lead that was oversensed and there were no report of asystole due to loc. This rv lead was laser extracted, replaced and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.